Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) was leaking from the beginning of the procedure. The perfusionist noted the plastic thread on the polycarbonate bowl looked stripped. As a result, an alternate device was employed as the customer replaced the bowl from another unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The perfusionist replaced the parts from another epgs. The field service rep (fsr) sent the customer replacement parts.